Manufacturer narrative:
Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Initial report was filed as an adverse event. This follow-up is being filed to correct. This is a product problem.

Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, the lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated the tampon fell apart and left behind pieces. The consumer experienced discharge, a burning feeling and the area was red and swollen. Doctor diagnosed her with a bacteria infection and prescribed antibiotics.